Event description:
Determined to be reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure there was difficulty crossing the lesion. The 2.50x24mm taxus liberte stent was unable to cross the lesion. No patient complications were reported and the patient's status is unknown. Device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts at the proximal edge were bunched and misaligned. The length of the stent is now 20mm due to this damage. A visual and microscopic examination identified kinks the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).